Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the distal clevis ears of the clevis. One broken piece was not returned and one piece was, measuring roughly 5.29mm x 5.99mm in size. The unreturned piece was completely detached from the instrument. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage. The conductor wire was dislodged. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. The probable root cause of a dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during central processing, the permanent cautery hook instrument's plastic side piece at the tip was broken. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: customer reported that the event involved physical damage identified during the procedure, specifically a cracked plastic component near the distal end of the instrument, which caused the tip to move abnormally and flex at the location of the crack. Although the actual metal tip was not broken, detached, bent, or misaligned, the structural integrity of the instrument was compromised due to the cracked side component, resulting in non-intuitive movement localized to that area. There were no issues related to cautery performance aside from the noted damage, with no arcing, sparking, or loss of energy reported, and no thermal damage observed. Additionally, no broken or damaged cables were identified, including both the conductor (black) and grip/pitch (silver) cables. There were no reported issues with grip function or wrist motion, aside from the abnormal flexing caused by the crack. Importantly, no fragments fell into the patient, and no injury occurred as a result of the event. The issue was managed by replacing the instrument with a backup, allowing the procedure to continue safely.